Event description:
There was no pt involved in this event. The pad unit had flashing red status indicator light indicating a fault has been detected on unit.

Manufacturer narrative:
The history log showed that the pad-pak was first installed on 3rd february 2014 and performed to specification up to and including the final history log entry prior to return to heartsine (B)(4) on the 21st april 2015. The returned pad-pak was installed and passed a self-test. No warning was given on shut down however the red status led flashed throughout alongside an audible chirp. The sam 350p device was tested on calibrated equipment and delivered test therapy sequence without fault. An acceptable measurement was recorded for the test shock. The device powered off with no warnings given and red status led continued to flash. The device was disassembled for investigation. No visual abnormalities were found. Investigation indicates the reported fault can be attributed to a membrane manufacturing issue resulting in a short circuit between the leds. This caused the red status led to flash and beep.